Event description:
It is reported that a customer had issues regarding the battery power on their insulin pump. The customer's blood glucose was not recorded. The customer was assisted with trouble shooting and the result was that there was a battery failure on the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.